Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.

Event description:
The customer reported "the cannula was presenting a perforation in the connection of the valve and the external extensor." Customer confirmed no additional harm to the patient.